Manufacturer narrative:
Submit date: 10/18/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding spike set. The customer reports that the tubing that connects the bag portion of the feeding set to the distal, spike portion of the set is coming loose/falling out. This was noticed before infusion was started.